Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. The investigation did not reveal any systemic product or process failures. However, the incident may have resulted from the improper installation by the hospital biomed of a third-party monitor using a ge-designed mount intended for a different model. This mismatch likely introduced excessive torque on the display arm, and it remains uncertain whether the installation and subsequent maintenance were performed in accordance with recommended procedures. A letter was sent to the customer detailing the root cause.

Event description:
The hospital reported a that the patient monitor mounted on the aisys cs2 tipped forward and impacted the clinician's head while she was preparing a patient for intubation. It was alleged that the clinician sustained a concussion. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a2, a4, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.